Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacture date ¿ the lot was manufactured between april 1-2, 2019. Six (6) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition for the first five (5) returned samples. Only small droplets of fluid were observed on the interior wall of the housing. The droplets of fluid noted on the inner wall of the housing were the result of condensation. A functional leak test was performed on the five samples, and no issues were noted. Based on the evaluation finding, the five samples were determined to be conforming product. The reported condition was not verified for five samples. The sixth sample had fluid inside a bag that contained the sample which suggested a leak had occurred. When the sample was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged cap. Therefore, the cause of leak inside the bag was potentially due to a use error by not securely tightening the blue winged cap. The blue winged leur cap was tightened and a functional leak test was performed, and no issues were noted. Based on the analysis finding, the sixth sample was determined to be conforming product because no evidence of leak was found during the functional leak test. The reported condition was verified for one sample. The cause of the reported condition was a user error. The product labeling (IFU, instructions for use) indicates the blue winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) large volume infusors were leaking from an unspecified location. The leaks were discovered prior to patient use. The devices were filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.